Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the nav 6 embolic protection system was advanced past the lesion, and the procedure was performed. When removal of the nav 6 embolic protection system was attempted, the filter would not fit into the retrieval system and came off the guide wire. A snare device was used to retrieve the filter. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported difficulties appear to be user related. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history identified no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted the emboshield nav6 embolic protection system electronic instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, it was reported that the nav 6 was being used to treat the superficial femoral artery. It should be noted that the indications section of the IFU states that the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries.

Event description:
Subsequent to filing the initial MDR, the following information was received: the vessel being treated was the superficial femoral artery. A non-abbott guide wire was used instead of the bare wire delivery wire.